Event description:
Pt hospitalized for high blood sugar on two occasions. Pt given IV insulin at the hosp. Pt called for suggestions because she was not able to adequately control blood glucose. Proper procedure for changing cartridge, resetting pump and changing infusion sets reinforced with pt.